Event description:
Eighteen years postoperatively, the valve was explanted emergently due to impediment of one or both leaflets. At explant, what was believed to be pannus and thrombus were observed on the valve and it was replaced with a 21 mm mosaic valve. It was reported that intraoperatively, the pt experienced "severe" pulmonary edema and expired one day postoperatively. Although the definitive cause of death is not known, it was reported it may have been due to an embolic event. The pt had a history of congestive heart failure and inrs prior to explant were reported to be 6-7.0. Additional information will be requested.